Event description:
Reporter indicated that the site was not able to establish communication with patient's generators. Attempts to go to the site to perform troubleshooting, and possibly have the product returned for analysis, have been unsuccessful to date.